Event description:
Perforated cornea on 11/23/2005 -treated as emergency at eye institute-caused by fungal infection of left eye which resulted in overwhelming fungal infection of cornea and interior eye which required cornea transplant followed by a glaucoma stent operation due to large amount of inflammatory residue. There is a residual inflammation damage behind the lens. Current vision is in the 20/100 range. At the time of the initial infection, renu with moisture loc was being used with a contact lens in the r eye.